Event description:
--

Event description:
Boston scientific crm received information that this patient had twiddler's syndrome and pulled the right ventricular lead into the superior vena cava. This lead became unraveled and separated from tip to ring. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the molded neck separated from the electrode tip. As a result, the clinical observation was confirmed.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.